Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon placed cup at -8 degrees version, he was able to visualize the cup and place it with proper version based on his visualization of the implant. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding a failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 057 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unacceptable cup placement. There were only 3 related events (B)(4). Conclusion: the session data from the case was reviewed. Based on the analysis, it was found that the cup version in cup impaction is off because of inaccurate acetabular registration. During acetabular registration, the surgeon probed inaccurate landmarks comparing to CT landmarks, which causes inaccurate initial registration. The final registration could not correct it due to large discrepancy in the initial registration, which causes the overall acetabular registration failed. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon placed cup at -8 degrees version, he was able to visualize the cup and place it with proper version based on his visualization of the implant. The outcome of the case was successful.